Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump head. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that negative pressure dropped only -6.2 psi in arctic sun device. Per wo review on 01feb2023, there was no patient involvement.

Event description:
It was reported that negative pressure dropped only -6.2 psi in arctic sun device. Per wo review on 01feb2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.